Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The customer went to the emergency room (ER) and was treated with a saline drip. The customer suspected the pump to be the cause of the high bg. The customer left the ER after 6 hours with a bg of 325 and was feeling better. During a pump system check, the pump time was found to be off by 1 hour and the customer reported to have been caused by use error.